Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump had stopped due to a motor error alarm in the night. She stated that she was unable to complete the prime. The blood glucose reading was 400 mg/dl. Customer treated with manual injection but stated that she goes into diabetic ketoacidosis without the insulin pump. She stated that the insulin pump had been exposed to the MRI. Nothing further was reported.